Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power module has a loose connector and can't hold a charge. There was no pt impact.